Manufacturer narrative:
H.6. Investigation summary one photo was received by our quality team for evaluation. Visual inspection of the photo showed a liquid inside the barrel, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. While the team was able to confirm the customer experience, because there was no physical samples returned to determine the foreign matter type, the root cause could not be determined.

Event description:
It was reported that the syringe 20ml ls precise experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: a viscious/oily liquid in the 20ml syringe..

Manufacturer narrative:
Medical device lot #: an invalid lot # was provided as 9120880. If a corrected lot # is provided the information will be updated. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown (B)(4).

Event description:
It was reported that the syringe 20ml ls precise experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: a viscious/oily liquid in the 20ml syringe.